Manufacturer narrative:
(B)(4). The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Laparoscopic inguinal hernia - ctf03 lot# 1250998 and cts02 lot#1250648. "Surgeon stated at the end of the case he aimed the scope at the trocar to watch it come out and noticed large pieces of the trocars sleeve missing. This is the sleeve that is being sent back and it is completely shattered. He then put in another trocar to find the pieces and upon doing so, the tip of his new trocar broke off. They did not save this trocar, but found the piece that broke off. The surgeon searched for a while laparoscopically finding one piece, but had to convert to open to find the other pieces- totaling 45-50 extra minutes looking for the trocar pieces. The surgeon was using only scissors and a bullet in the trocar that shattered. It was placed laterally on the patients right." Type of intervention- "had to convert to open 8cm to find fragments. One small piece of trocar left inside patient." Patient status - "ok."

Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation, however, one (1) sterile unit from the same lot was returned. In the absence of the subject device, it is difficult to determine the root cause of the incident. Upon inspection of the returned sterile ctf03 unit, engineering conducted fracture force testing and found the device functioned properly and met design specifications. The exact root cause of this incident could not be determined. Although the exact root cause of the incident could not be determined, applied medical has received reports of similar issues and has opened a corrective and preventative action report to further elevate and track this investigation and implement appropriate corrective actions to mitigate this type of incident. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.